Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. The aortic neck was 23 mm in diameter proximally and 22 mm in diameter just above the aneurysm with a length of 24 mm. The infrarenal angle measured 50 degrees. The proximal neck was mildly calcified. It was reported that the device was inaccurately delivered by the physician. A proximal type I endoleak was observed after the stent graft was deployed. The patient received treatment where an additional 28/28/40 endurant cuff was implanted, resolving the event. Per the investigator, the cause of the inaccurate delivery leading the proximal type I endoleak was due to user error, the stent graft being inaccurately positioned by the operator. The investigator stated that the event was not related to the delivery system of the stent graft component. No additional clinical sequelae were reported and the patient is fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.